Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No scrolling numbers on the display were noted. Unable to verify any alarms or the reset anomaly after a battery change due to the unresponsive button. The pump also had minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 116mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.